Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone18.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had an ongoing issue whereby the pod was over delivering insulin overnight instead of adjusting the basal rate. The patient stated that this has occurred 3 times. At one point, the pod was ¿clicking¿ and delivering insulin during the night even though their blood glucose level was 54 mg/dl. Duration of pod usage was not provided. The patient stated that they use activity mode in order to lower the basal rate. They also reported blood glucose reading of 154 mg/dl (morning reading after using exercise mode) and high 200s to 300s (daytime readings before basal rate adjustments). No alarms or alerts were received.